Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported receiving an email from byte stating that they need to stop using the product. The patient stated that their gums have been bleeding and one of their teeth seems to be getting loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.